Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. A review of the device engineering logs found no malfunction alerts being triggered. Review of bg values sent to the ilet by a cgm transmitter found entries matching the event report details between 1:25am of (B)(6) 2024 and 2:15am of the same date. A review of motor activity in the ilet engineering logs found that a "usual" sized breakfast meal announcement was logged requesting 4.735 units of insulin at 12:17am with a cgm bg value between 119-126mg/dl trending downwards. The last automated basal delivery request for insulin was made by the ilet at 1:03am with a cgm bg value between 96-99mg/dl trending downwards. At 1:08am cgm bg was between 91-96mg/dl with no basal delivery request being made. At 1:25am alert 22 (low glucose) was triggered with a bg value of 73mg/dl. At 1:35am alert 21 (urgent low soon) was triggered with a bg of 63mg/dl. At 1:45am alert 20 (urgent low glucose) was triggered with a bg value of 53mg/dl. None of the three alerts were marked "acknowledged." The lowest reported bg value was 44mg/dl reported at 1:55am before increasing. Alert 20 (urgent low glucose) was deactivated at 2:10am with a bg of 55mg/dl. Alert 22 (low glucose) was deactivated at 2:20am with a bg of 83mg/dl. At 2:31am a "usual" sized lunch meal announcement was logged requesting 4.7 units of insulin with a bg value of approximately 106mg/dl. Automated basal delivery requests resumed at 2:43am with a bg value between 120-134mg/dl trending upwards. Based on these logs, the ilet is not malfunctioning and is behaving as intended. All bg related alerts were triggered and deactivated appropriately and the ilet was making basal delivery requests based on bg values it was receiving from a cgm transmitter. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Conclusion: after beta bionics medical affairs and failure investigation review of the ilet report and device logs, it was determined that the ilet operated as intended. The user announced a meal to cover a snack when not indicated which contributed to the hypoglycemic event. Further review of the patient's report to the cds and ilet device report shows that he announced another meal shortly after the initial hypoglycemic event, indicating that he may have announced the meal to cover the carbs he took to treat the hypoglycemia. This illustrates a misunderstanding of how to use the meal announcement feature. The cds reinforced the education around how the ilet algorithm works and when to announce meals to ensure the user was clear on how to use the meal announcement feature properly.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was following up with an ilet user and they reported a severe hypoglycemic event. The user reported he had a hypoglycemic episode around 1:30am ((B)(6) 2024) and he required assistance from his wife as he was not able to recognize and treat the low blood glucose (bg) himself. The user reported he does not remember the event. His wife was able to get him to drink juice, but since he had no memory of the event, had very few details about how low his bg was or how long it took for his bg to come up. On (B)(6) 2024 cds reviewed the user's ilet report and spoke with the user. Per the report, the user's bg got down to 44mg/dl, and he was hypoglycemic for about 45 minutes. The report showed that the user delivered a "usual" breakfast announcement around 12:30am, just before going to sleep. The user explained this was a small snack. The cds reminded the user how meal announcements work, that they are meal boluses, and should not be used for small snacks until adaptation has occurred. The cds reinforced there is a "less than" meal announcement option available; however, this option should only be used if the carbohydrate content of the snack is high enough based on usual meal carbohydrates. The cds reinforced the education around how the meal doses adapt and how to use the meal announcement properly including prior to bedtime. The user also stated that he usually announces low treatments on his previous pump. The cds reinforced that he should never do this on the ilet as it will either worsen the low or cause a repeat hypoglycemia event. This ilet user was brand new to the ilet, as he was trained in the afternoon on (B)(6) 2024.